Event description:
Erratic results on 2 patients for hba1c. Pt 1 initial result 7.1%, same sample repeated twice recovered 5.5% and 5.4%. Pt 2 initial result 9.2%, same sample repeated twice recovered 6.3% and 6.2%. Erroneous results were not reported. If additional info is received, appropriate notification will be provided.